Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 400 mg/dl. The customer reverted to an alternate method of insulin therapy. Customer was instructed to leave pump plugged into a power source. Customer reported the pump would charge off and on intermittently and declined further troubleshooting, so no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.